Manufacturer narrative:
The cause of the thrombocytopenia cannot be determined as insufficient clinical details were provided. The pump passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced thrombocytopenia approximately two days after start of the support. It was noted the thrombocytopenia persisted; however, it was stable over interval. Patient was placed on argatroban. Support continued for another eight days. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.